Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a use error which resulted in abdominal fullness and shortness of breath while performing pd therapy with a homechoice (hc) device. The incident occurred while the patient was connected, during fill review of the therapy program parameters by a baxter technical service representative (tsr) confirmed that the initial drain was greater than the last fill. It was reported that the patient did not complete the previous therapy. No further detail was provided regarding medical intervention of regarding the patient¿s outcome from the event. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. The direct cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.